Event description:
**Update**(B)(4) 2013 - litigation received alleging that the patient suffers from metal toxicity. There is no new additional information that would affect the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: significant amount of abnormal grey-tinged fluid within the joint space; significant soft tissue response consistent with pseudotumor with notable metallic staining throughout a large amount of the tissue; minimal corrosion at the trunnion; elevated serum ions; osteolysis. The adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.